Event description:
Japan alliance registry it was reported that a patient death occurred. On (B)(6) 2024, the patient was admitted to the hospital with right anterior chest paint and was diagnosed with nstemi. A percutaneous coronary intervention was performed on the same date. The target lesion, which was located in the high lateral branch and was 75% stenosed, was treated using an agent dcb mr 2.00 x 20mm. Following a mitral valve replacement on (B)(6) 2024, the patient was experiencing chest pains again, and an electrocardiogram revealed st segment changes. On (B)(6) 2024, the patient was hospitalized with suspected coronaryspastic angina. They were prescribed nifedipine and were discharged on (B)(6) 2024. On (B)(6) 2024, the patient experienced cardiac arrest and was not able to be resuscitated.